Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable from the ventilator monitoring board to the central processing unit was replaced. The bag/vent switch was replaced as a proactive measure. The unit was returned to service.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. The case was then completed in manual mode. There was no report of patient injury.